Manufacturer narrative:
Only the implant coil was returned. The coil was found to be broken and stretched. The monofilament was stretched and broken and was inside of the implant coil. The pusher was not returned, so the investigation could not perform further analysis. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. No other components were returned as part of this investigation, so it cannot be determined what contributing factors led to the reported event.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil became detached inside of a cordis brand catheter. The embolization coil was removed in its entirety along with the catheter. There was no reported intervention or patient injury.